Event description:
It was reported that the patient felt short of breath when getting up from rest to walking. The patient stated his heart rate did not increase fast enough when getting up from rest to walking. The implantable cardioverter defibrillator (ICD) rate response setting was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.